Event description:
It was reported that during a ptca procedure, the balloon would not deflate properly. A syringe was used to deflate the balloon and the catheter was removed. No pt injuries or complications occurred.